Event description:
(B)(6), this patient had an apogee, an elevate apical and anterior, and monarc device implanted along with concomitant hysterectomy. On (B)(6) 2010, patient was seen by the implanting physician and reported discomfort in the anterior and apical vagina that causes her dyspareunia. When examined a small portion of mesh was protruding from the anterior wall of the vagina. The extruding mesh was excised and vaginal mucosal skin was re-approximated.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.